Manufacturer narrative:
Concomitant medical products: product ID: 620rg31 heart ring, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively that the implantable pulse generator (ipg) was cross chamber oversensing the right ventricle. The ipg remains in use. No patient complications have been reported as a result of this event.